Manufacturer narrative:
Related medwatch# 2015691-2016-02844.

Manufacturer narrative:
We received one vamp adult system for examination. The reported event of "pressure tubing was found detached at the one-way stopcock side" was confirmed. Dry blood residues were evident on the top of the sample site of vamp adult system. The pressure tubing had been detached from the bond joint with the vamp reservoir stopcock. The pressure tubing was bent near the point of detachment. Indications of bonding solvent were evident on some locations of tubing bond surface area. Craze marks were also evident on the bond surface area of the reservoir stopcock. Tubing outer diameter was measured near the point of detachment and found to be within specification. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. 510k number is unknown at this is a custom defined product.

Event description:
It was reported that in this disposable pressure transducer with the vamp system, the pressure tubing was found detached at the one-way stopcock side. Replacing the set for another one solved the issue. There was no patient injury noticed. The device is available for evaluation.